Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. It was indicated the patient¿s past medical history included incomplete spinal cord injury at c5-c6 secondary to a skiing accident with resultant spasticity and quadriplegia, controlled with a baclofen pump. It was reported the patient had experienced severe withdrawal symptoms in the past, which included: dizziness, lightheadedness, headache, and hallucinations. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the previous withdrawal episode occurred prior to when he began seeing the patient. The issue occurred sometime before (B)(6) 2009 when they first took the patient on. The hcp noted that the pump that was implanted when the patient was first seen was (B)(4) and that this pump was replaced on (B)(6) 2011 with pump serial (B)(4). The serial number of the pump involved in the previous withdrawal was not known. The patient's weight at the time of the event was unknown. The reason the withdrawal occurred was noted as being the result of a pump failure in which the pump stopped working. The hcp confirmed that he was not aware of this event until the patient reported it to them on 2017-jul-27. The hcp had no further information to provide.